Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed leaking outside the dialyzer. The venous header was noted to be cracked. Estimated blood loss was less than 10cc's. Patient had no adverse effects.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.